Event description:
Reporter indicated that she was "having trouble interrogating" with her jornada handheld computer. She did not know exactly what was wrong, but said it wasn't working. Troubleshooting was done on site by manufacturer representative and problem with handheld was confirmed. Product has been returned to manufacturer, but product analysis is pending.